Manufacturer narrative:
Product analysis: connectors were confirmed to be broken. Hanger hinge was confirmed to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged atrial and ventricular connector ports. It was further reported that the epg hanger required repair. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.